Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Radiology reported a faulty 22g nexiva. When the nurse was pulling out the needle, the end of the blue winged part was leaking blood. Ivc had to be removed. No patient injury was reported.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the winged adapter could not be confirmed from the five representative 22g nexiva devices that were received in sealed packaging from lot #5148472. A functional test and microscopic examination revealed no damage or defects on the returned samples. The affected units were not returned for investigation. There were no other similar complaints from the implicated lot. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.